Event description:
Synovitis [synovitis]. Joint effusion in both knees [joint effusion]. Case description: spontaneous report was received on (B)(6) 2013 from a physician database extraction regarding a male patient, initials unknown with osteoarthritis (grade 4). (B)(4). The patient's medical history was significant for previous use with synvisc of first course. The patient's age was reported to be (B)(6) at the time of first course of synvisc injection. On an unspecified date, the patient initiated treatment with first intra-articular synvisc (hylan g-f 20) injection in both knees (dosage regimen not provided). On (B)(6) 2003, the patient received the second synvisc injection. The lot number for synvisc was not provided. On (B)(6) 2003, the patient experienced synovitis in both knees. On an unspecified date in (B)(6) 2003, the patient had effusion in right knee for which 114 cc of clear yellow fluid was aspirated and effusion in left knee for which 60 cc of clear yellow joint fluid was aspirated. On (B)(6) 2003, the patient recovered from synovitis in both knees. The patient was treated with betamethasone for the events of effusion in both knees and synovitis. The action taken with synvisc was not provided. The outcome for the event of joint effusion in both knees were not provided. Concomitant medications were not provided. The intensity for the event of synovitis in both knees was moderate and severe for the event of effusion in both knees. The reporting physician assessed the relationship between synvisc and the event of synovitis in both knees as definitely related and did not provide with the event of effusion in both knees. Follow-up information was received on (B)(4) 2013 and the patient initials were reported as (B)(6).

Manufacturer narrative:
Additionally, the qa (quality assurance) investigation results were received on (B)(4) 0213. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: (B)(4). The benefit risk profile of the product is not altered by this report.